Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with skinvive¿ by juvéderm® in the cheeks. After 72 hours the bumps from the application had not disappeared. The patient was advised by the hcp to wait one week. After that time, one side of the patient¿s face remained completely marked while on the other side most of the bumps had disappeared. A week and a half later, patient was treated with hyaluronidase. 3 days later, another treatment of hyaluronidase was performed. Patient further stated, "I am unsure of what to do, as my skin was in excellent condition before the procedure - free of blemishes and marks - and the goal was to add a ¿glow¿ for refinement. Now, I have some raised areas and discoloration on my face, in addition to the marks left by the hyaluronidase." Symptom has not resolved.